Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap and scratched display window. Excessive no delivery alarm noted during the displacement test as a result of dried insulin on the motor slide.

Event description:
It was reported that the customer's insulin pump is cracked across the drive support cap side. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.